Event description:
Meter is reading low. It read 199mg/dl and the hosp's meter read 475mg/dl. The contact had called 911 because the meter was reading low. They gave IV and insulin. A review of the system was conducted over the phone. The review indicated that the meter was functioning as intended. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.